Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a physical damage on the insulation. When the physician was dissecting the lead, an insulation break in the vicinity was observed where dissection occurred. The rv lead was surgically abandoned. No additional adverse patient effects were reported.